Event description:
It was reported the patient was recently implanted and was feeling intermittent stimulation at 0.6v. The patient was experiencing some incontinence symptoms the previous night in which they were leaking and were wet. Stimulation was therefore increased to 0.7v where they were feeling constant stimulation. Stimulation was decreased back to 0.6v because the reporter did not want the battery to run down. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0awzt, product type lead product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).